Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury, or medical intervention was reported.

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on 09-22-2020. The product was evaluated. An external visual inspection was performed and failed due to missing sensor wire.the allegation was confirmed. The probable cause was determined to be confirmed due to missing sensor wire. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).